Manufacturer narrative:
Customer reported a pyxis medstation es system gave an error message during a procedure. Issue is captured in complaint file (B)(4). No report of user or patient harm. Pyxis medstation es system device was showing error "a fatal error has occurred on the underlying data source. An unexpected error has occurred while recording a transaction, you will be signed out. Sign back in to continue." Pharmacy was able to get the medication from the station using the manual backup process. The investigation determined that the pyxis medstation es system had run out of hard drive space. Technical service agent was able to remove temporary files to make some room on the hard drive. Pyxis medstation es system was then tested and no further issues were identified.

Event description:
Customer reported a pyxis medstation es system gave an error message during a procedure. No report of user or patient harm. Pharmacy was able to get the medication from the station using the backup manual process.

Event description:
Customer reported a pyxis medstation es system gave an error message during a procedure. No report of user or patient harm. Pharmacy was able to get the medication from the station using the backup manual process.

Manufacturer narrative:
Customer reported a pyxis medstation es system gave an error message during a procedure. Issue is captured in complaint file (B)(4). No report of user or patient harm. Pyxis medstation es system device was showing error "a fatal error has occurred on the underlying data source. An unexpected error has occurred while recording a transaction, you will be signed out. Sign back in to continue." Pharmacy was able to get the medication from the station using the manual backup process. The investigation determined that the pyxis medstation es system had run out of hard drive space. Technical service agent was able to remove temporary files to make some room on the hard drive. Pyxis medstation es system was then tested and no further issues were identified.